Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 4. Avastin tubing leak via caresite lower luer access device on the avastin tubing . Approximately 5ml leaked onto the sidearm of the recliner chair and onto the floor after patient was connected to the infusion. Chemo spill guidelines followed .